Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n569452, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The healthcare professional reported (via the manufacturer representative) a suspected pocket infection that occurred post-op. There was redness, tenderness, increased pain at the pocket, and drainage from the device pocket ten days post-op. It was unknown what led to the event or how the issue was identified. The patient was sent to the emergency room. Additional information received from the manufacturer representative reported that the patient was seen in the emergency room, but the treatment plan was unknown. The manufacturer representative did not know the cause of the possible infection. Additional information from the medical doctor indicated the patient had no infection. However, the pocket was not closing or healing. The patient was going to be taken to the operating room on (B)(6) 2015 for pocket debridement. The patient's relevant medical history includes non-malignant pain and complex regional pain syndrome type 1.

Event description:
Additional information received from the manufacturer&#38112;representative (rep) reported there was successful debridement and closure of the pocket with sutures. The patient was healing well.